Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for one patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer obtained a first troponin I (access accutni+3) result above the assay's normal reference range. He reanalyzed patient samples two (2) additional times before re-centrifugation on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system, and obtained one higher result above the assay's normal reference range and one lower result within the assay's normal reference range. He reanalyzed patient samples two (2) additional times after re-centrifugation on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system, and obtained two lower results within the assay's normal reference range. The patient sample was also analyzed on the abbott I-stat method and generated a result within that assay's normal reference range. The elevated access accutni+3 result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. No hardware errors or other assay issues were reported in conjunction with this event. The patient's sample was collected in a serum tube and was centrifuged for ten (10) minutes at 3,000 g (g force) at 15 to 25°c (degrees celsius). No issues with sample integrity were reported by the customer.